Event description:
A serious adverse event recorded as part of the b-500 halo patient registry reported that a (B)(6) female patient prospectively enrolled with 2 cm non-dysplastic barrett's esophagus was experiencing dysphagia 7 months post radiofrequency ablation (rfa) procedure to treat the patient's barrett's esophagus. An endoscopy on (B)(6) 2011, revealed a 9 mm moderate stenosis and the patient was dilated. The patient was brought back on (B)(6) 2011 and a mild 1 cm stenosis was found and dilated. On (B)(6) 2012, the 1 cm stenosis found on (B)(6) 2011, was still unresolved and the patient was again dilated.

Manufacturer narrative:
This site has indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).